Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unk) the device displayed a "defib pad short" message. Complainant indicated that the clinician tried another set of electrodes with the same result. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.